Event description:
It was reported to have continued leaking concerns at the site of connection between patient's IV catheter and the t-connector extension. It was also noted that the leak sometimes occur at the site of connection between the primary set and maxzero, especially when patents come from the emergency department. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. (B)(6).

Event description:
It was reported to have continued leaking concerns at the site of connection between patient's IV catheter and the t-connector extension. It was also noted that the leak sometimes occur at the site of connection between the primary set and maxzero, especially when patents come from the emergency department. Although requested, additional information was not provided.